Event description:
It was reported that the pt underwent a revision surgery on (B)(6) 2014, as secretion was observed and the doctor suspected an ear infection. During the surgery, the doctor found granular tissue in the mastoid cavity but the origin of the infection could not be found, so it was decided to explant the device. The pt had instable hearing performance because of the infection.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, the device failure analysis will be submitted as a follow up report.